Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 3-nov-2016, a medtronic representative went to the site to test the equipment. A rotor controller failure was found during testing. No gantry motions available. Replacing the rotor controller resolved the reported issue. A system check-out was completed; mechanical tests, imaging tests, and safety inspection passed. The rotor motion control box was returned to the manufacturer and an evaluation is currently in progress.

Event description:
A medtronic representative reported that the imaging system would not boot fully, and remained stuck on the message, "system initializing, please wait." This issue was discovered during planned maintenance, thus no patient was present.

Manufacturer narrative:
Brand name, model #/lot #, and PMA #: correction to system type.

Manufacturer narrative:
The rotor motion control box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.